Event description:
Customer reported broken open door sensor on this pump. Broken sensor found during biomed testing. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.